Event description:
Customer acting "crazy" and went to emergency room. Blood glucose reading on customer's meter = 300's mg/dl. Blood glucose reading on doctor's meter = 26-31mg/dl. Customer treated with glucose IV, saline and 2 pints of blood. Blood glucose reading after treatment = 176mg/dl. Based on customer's meter readings; taking too much medication. Controls have been opened more than 3 months. A request was made for the return of the suspect device and replacement product was sent.